Event description:
The patient reported that the carelink monitor "throws off sparks" when the power cord is touched. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No anomalies were found.

Event description:
The patient reported that the carelink monitor "throws off sparks" when the power cord is touched. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No anomalies were found. A correction to model number was made to reflect correct model as 2490c8.